Manufacturer narrative:
H10: the navio handpiece (part number 110137 / serial number (B)(6)), intended for use in treatment, did not have t2 and t3 reading during characterization testing on (B)(6) 2018. There was no impact on the case. The device was not being used on a patient during the reported event and no injuries were reported. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock nut traveled further than the expected length on the lead screw. The snap lock needs more shims. The gear on the snap lock was visibly moving during characterization, further confirming lack of shims. The root cause of this issue was found to be expected wear / tear. No corrective actions were initiated for this issue.

Event description:
It was reported that during a test, the handpiece did not have a reading. However, the tech also noticed that the handpiece did not "step" through all the tests. No patient involved. Results of the investigation have concluded that the snaplock assembly was broken, which makes it a reportable event.